Event description:
It was reported that following a posterior repair, the pt returned with complications. Upon examination, the doctor found a 1/2 cm suture line breakdown which he treated with estrogen cream. The vaginal incision has since healed and no further complications have been reported. The doctor determined the issue may have a result of him having trimmed away too much vaginal mucosa during the initial procedure.